Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent breast augmentation revision with 400cc mentor memorygel breast implants experienced bilateral infections post procedure. 3 to 4 breast bilateral breast infections within the past 5 years. Breasts becoming hot, swollen, the incision site becoming inflamed, the patient becoming sick, and hardening of the left breast were all noted. The patient met with a medical professional due to the issue and was referred to a plastic surgeon. However, mentor has received no information regarding an expected explantation date. See 1645337-2019-18297 for contralateral prothesis report.